Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of peritonitis was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient began treatment for the peritonitis with vancomycin injection (one gram in one bag, frequency not reported) and meropenem injection (500 mg per bag, three exchanges per day, duration not reported). The outcome of the peritonitis event was unknown. The action taken with dianeal and extraneal therapies was not reported. No additional information is available.